Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Carbon rail extension piece chipping along edges. Case type: tka. Update: patient was not under anesthesia.

Event description:
Carbon rail extension piece chipping along edges . Case type: tka/ update: patient was not under anesthesia.

Manufacturer narrative:
Reported event: it was reported that carbon rail extension piece chipping along edges. Case type: tka. Update: patient was not under anesthesia product evaluation and results: inspection showed small pits in the carbon fiber. Per inspection procedure qip 0005 appendix IV¿ table 4, small pits in the carbon fiber are acceptable. No product problem identified. Product history review: review of the device history records indicate 32 devices were manufactured and accepted into final stock on 01-30-2019 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210070, lot number 615126 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.